Event description:
It has been reported to philips that the system produced an error of ¿generator busy¿ during start up. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the error generator busy. Review of the system log file showed com xsc: tube current out of range and x-ray generator: phase fault. Upon further inspection, fse performed a tube adaptation. After performing the tube adaptation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.